Event description:
It was reported that during the procedure the tip of the driver broke off during the final tightening of the screw. The surgeon was able to retrieve the broken piece with suction. An alternate driver was used to complete the case. There was no reported patient harm.

Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. The tip was found to be fractured, confirming the alleged device malfunction. A review of the manufacturing records did not identify any issues which would have contributed with this event. A CAPA was initiated for this issue previously. The root cause was determined to be that the drivers cannot withstand the greater-than-expected torque that is likely being applied intraoperatively due to additional off-axis force and the increased torque range of the handle. The design was incrementally enhanced to reduce this failure mode from occurring. This lot was manufactured prior to the change.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the driver broke off during the final tightening of the screw. The surgeon was able to retrieve the broken piece with suction. An alternate driver was used to complete the case. There was no reported patient harm.